Event description:
Country of complaint: (B)(6). Thread detached from needle during use. Additional wire needed to complete procedure.

Manufacturer narrative:
Manufacturing site investigation: evaluation on-going.